Manufacturer narrative:
An event of device malposition and heart block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient did not have any baseline conduction abnormalities, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 12.2mm from the non-coronary cusp (deeper than the recommended 3mm). It was also noted that the physician believes the heart block is related to the implant procedure. Based on all available information, the reported event appears to be related to procedural conditions (implant depth). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6).it was reported that on (B)(6) 2023, a 29mm navitor valve was successfully implanted in a patient. It was noted post-implant, that the patient developed a left bundle branch block. There was no treatment performed. The patient was consciously sedated for procedure. A non-abbott 16f introducer sheath was used to gain vascular access. A pre-implant balloon aortic valvuloplasty was performed using a 23mm non-abbott device. The 29mm navitor valve was not re-sheathed at all during procedure. Pacing of greater than 180 beats per minutes was perform for valve stabilization during deployment of the 29mm navitor valve. There was no difficulty experienced implanting the 29mm navitor valve. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp implant depth was 12.2mm. On (B)(6) 2023, it was noted that the patient developed a third degree atrioventricular block and an atrial flutter. The decision was made to implant a permanent pacemaker and hospitalize the patient. The cause of the patient's left bundle branch block and third degree atrioventricular block is believed to be due to the implant procedure. There is no allegation of malfunction against the abbott device or procedure. The patient is alive at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.